Event description:
The customer reported that the system was unable to perform fluoroscopy x-ray. There is no report of pt injury or death.

Manufacturer narrative:
The customer elected not to repair the system. No conclusion can be drawn as repair info is not available.